Event description:
It was reported that the customer was hospitalized due to hyperglycemia. It was reported that the buttons on the insulin pump were unresponsive. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
The up button on the insulin pump was intermittently unresponsive due to corrosion on the keypad trace.